Manufacturer narrative:
Received new information that the customer continued to have problems with the device. The ventilator self power on and off and had intermittent touch screen. The field service engineer (fse) replaced the user interface (ui) printed circuit board (pcb). The ventilator passed all tests and operated within the manufacturing specifications. The ventilator was returned back to service.

Event description:
The customer reported that the ventilator turns on by itself. The ventilator was not in use on a patient at the time the event occurred.